Event description:
A hospital in (B)(6) reported via our distributor that they found a leak in the expiratory limb of an rt200 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The complaint device was visually inspected and performance tested. Result: the visual inspection revealed no physical damage to the complaint device. The pressure test revealed that the complaint device performed within the required specification and no fault was found with the breathing circuit. A lot check could not be performed as no lot number was provided. Conclusion: we were unable to determine what had caused the leak as reported by the customer as no fault was found with the device. A leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via our distributor that they found a leak in the expiratory limb of an rt200 adult breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.